Manufacturer narrative:
H6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had an under-delivery and did not deliver all of the programmed medication. The patient returned to the clinic with the pump indicating it was complete. Upon checking, the bag was full. The patient had called the night before and was told the pump was working properly. The programmed rate was 21 ml/hr, the remaining volume was 493.3 ml, although the pump indicated that it was complete, and the volume given was 6.7 ml. The medication being infused was epoch. The event occurred upon removal or end of therapy at the patient¿s home. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation summary: no device was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.